Event description:
New information notes that the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or interventions were performed it was decided to continue to monitor. The patient was in stable condition.